Event description:
It was reported that the lead was explanted due to infection. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported since the device was removed from service.